Event description:
On (B)(6) 2010, nurse reported she noticed condensation in the cartridge chamber after patient's daughter-in-law completed an insulin cartridge change earlier this evening. Nurse stated there was insulin spilled on the chamber wall. Nurse reported she was able to dry the chamber with a tissue. Assisted nurse with reinserting insulin cartridge, completing a prime while disconnected from the patient's body and placing the infusion device back in run mode. Reviewed the process of completing cartridge change. Nurse reported no errors or alarms were received. Patient and nurse reviewed cartridge change steps that were taken; daughter-in-law did not attach adapter or tubing before inserting cartridge in the infusion device. Advised adapter and tubing need to be attached before cartridge is inserted into the infusion device. Reviewed that cartridge and tubing should be changed every 6 days. No physiological effects were reported. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.